Manufacturer narrative:
E1: patient city: (B)(6), patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced adhesive issue on (B)(6) 2026. The patient experienced an issue with the infusion set adhesive patch specifically, the glue did not stick, so the patch failed to adhere properly. No further information available.